Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's son reported via phone call that the patient had a high blood glucose in the 400 mg/dl range. The patient had been under the weather lately due to the hyperglycemia. The patient experienced nausea and vomiting last night and this morning. The patient treated via insulin pump bolus. Troubleshooting was initiated and there were no apparent malfunctions or anomalies noted. The insulin pump was not returned for analysis.